Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500 mg/dl. The customer stated that she had a stomach virus and fever, which may have contributed to her high blood glucose. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. The customer mentioned being hospitalized on three different occasions with the same symptoms. The customer stated that in one of her admissions her glucose level was 650 mg/dl. The customer stated that on one night she recalls that the cannula was outside of her body. Then she got up and changed her infusion set, but she woke up in the morning with high blood glucose and ended in the hosp. No further info was provided.